Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported she was seeing power on reset (por) message on the patient programmer (pp) on the day of this call. There was emi could be related to the issues. Patient indicated that she was at the hospital and had ablation last week. Patient confirmed the reason was not related to the device and it was related to her heart. There was no symptom related to the interstim. There were no further complications that have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported their device was reset and it worked, they don't remember all that was done. They reported the por had been resolved.